Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of a left lower extremity dvt, gi bleeding and was unable to be anticoagulated had an inferior vena cava (ivc) filter placed with the apex at the level of the renal vein inflow without incident. Approximately two months post filter deployment, the patient presented for percutaneous removal of the filter. A venogram performed showed a patent ivc without evidence of thrombus. The filter was significantly tilted with struts in the lower right renal vein and the hook was outside the lumen of the ivc. Multiple attempts were made to snare the filter and displace it with wires and balloons however these were unsuccessful. Attempts to trap the hook and move it using alligator forceps were also unsuccessful. The decision was made to leave the filter in place. Hemostasis was obtained and there were no immediate complications. Approximately one week post unsuccessful filter retrieval attempt, the patient presented for a second percutaneous filter removal procedure. An inferior venacavagram demonstrated no significant thrombus in the cava or filter. Multiple attempts to remove the filter using the jaws of life technique and a snare were unsuccessful. A completion venogram demonstrated ivc irregularity, however, no extravasation. Hemostasis achieved and there were no immediate complications. Approximately four months post filter deployment, the patient presented for a third percutaneous filter removal procedure. Multiple spot images and rotational cavography demonstrated an intact tip embedded filter with no clot and a normal ivc. The filter was dissected free of the wall of the ivc using endobronchial forceps in the jaws of life technique and removed successfully. Post removal cavogram was normal except for mild spasm. The filter was inspected and found to be removed in its entirety. Hemostasis was achieved and there were no complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided. However, medical records were provided and reviewed. Approximately two months post filter deployment during a scheduled retrieval attempt, a venogram performed showed a patent ivc without evidence of thrombus. The filter was significantly tilted with struts in the lower right renal vein and the hook was outside the lumen of the ivc. Multiple attempts were made to snare the filter and displace it with wires and balloons however these were unsuccessful. Attempts to trap the hook and move it using alligator forceps were also unsuccessful. Approximately one week post unsuccessful filter retrieval attempt, an inferior venacavagram demonstrated no significant thrombus in the cava or filter. Multiple attempts to remove the filter using the jaws of life technique and a snare were unsuccessful. A completion venogram demonstrated ivc irregularity, however, no extravasation. Approximately four months post filter deployment, the patient presented for a third percutaneous filter removal procedure. The filter was dissected free of the wall of the ivc using endobronchial forceps in the jaws of life technique and removed successfully. Therefore, based on the provided medical records the investigation is confirmed for a tilted filter, perforation of the ivc wall, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
Medical records were received and reviewed. The patient with history of dvt and gi bleeding and unable to be anticoagulated had a vena cava filter deployed without incident. Approximately two months post filter deployment, the tilted filter with the hook extending outside the ivc lumen was unable to be retrieved. Approximately one week later, a second attempt to retrieve the filter was unsuccessful. Approximately four months post filter deployment, the filter was successfully retrieved in its entirety without incident. There was no known impact or consequence to the patient.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately two months post filter deployment, the tilted filter with the hook extending outside the inferior vena cava (ivc) lumen was unable to be retrieved. Approximately one week later, a second attempt to retrieve the filter was unsuccessful. Approximately four months post filter deployment, the filter was successfully retrieved in its entirety without incident. The current status of the patient is unknown

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation and images were not provided. However, medical records were provided and reviewed. Approximately two months post filter deployment during a scheduled retrieval attempt, a venogram performed showed a patent ivc without evidence of thrombus. The filter was significantly tilted with struts in the lower right renal vein and the hook was outside the lumen of the ivc. Multiple attempts were made to snare the filter and displace it with wires and balloons however these were unsuccessful. Attempts to trap the hook and move it using alligator forceps were also unsuccessful. Approximately one week post unsuccessful filter retrieval attempt, an inferior vena cavagram demonstrated no significant thrombus in the cava or filter. Multiple attempts to remove the filter using the jaws of life technique and a snare were unsuccessful. A completion venogram demonstrated ivc irregularity, however, no extravasation. Approximately four months post filter deployment, the patient presented for a third percutaneous filter removal procedure. The filter was dissected free of the wall of the ivc using endobronchial forceps in the jaws of life technique and removed successfully. Therefore, based on the provided medical records the investigation is confirmed for a tilted filter, perforation of the ivc wall, and difficulties removing the filter.per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt and perforation of the inferior vena cava. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 04/2019),g4 h11: h6(patient,device,method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately two months post filter deployment, the tilted filter with the hook extending outside the inferior vena cava lumen was unable to be retrieved. Approximately one week later, a second attempt to retrieve the filter was unsuccessful. Approximately four months post filter deployment, the filter was successfully retrieved in its entirety without incident. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard denali inferior vena cava filter was placed with the apex positioned at the level of the renal vein inflow for a patient with left lower extremity deep vein thrombosis. Approximately twenty-seven days post filter implantation, a computed tomography of abdomen and pelvis was performed for nausea and vomiting. The study showed an inferior vena cava filter was seen which was significantly tilted with some of the struts had entered the right renal vein. Around, one month later, the bard denali filter was attempted for removal. The right internal jugular vein was accessed, and a 9-french sheath was placed. A venogram was performed which demonstrated patent inferior vena cava without evidence of thrombus with inferior vena cava filter in place. Also, the filter was significantly tilted with struts in lower right renal vein and the hook was outside the lumen of the inferior vena cava. Multiple attempts were made to snare the filter and displace its wires and balloon but those were unsuccessful. Then a 16-french sheath was advanced over a wire to the inferior vena cava and an alligator forceps was used. Again, multiple attempts were made to trap the hook and move this, but those were again unsuccessful. This was painful to the patient and therefore it was elected to terminate the procedure and attempt again later under general anesthesia. Around, one week later, the bard denali filter was again attempted for removal. The right internal jugular vein was accessed, a safety wire was placed into the inferior vena cava and the sheath was advanced over the guidewire into the inferior vena cava. The jaws of life technique was used, and attempts were made to access the cephalad aspect of the filter and its hook. Snare was also used but those attempts were unsuccessful in the filter removal. Finally, it was concluded with unsuccessful jaws of technique in attempt to remove a malpositioned inferior vena cava filter. On the same day, a computed tomography of abdomen and pelvis was performed for inferior vena cava filter evaluation. The study showed that there was a malpositioned inferior vena cava filter as the filter was tilted within the inferior vena cava and the apical portion of the filter appeared to be outside the confines of the inferior vena cava, slightly anterior to the left of the wall of the inferior vena cava. The study also showed that a couple of the legs of the filter appeared to be extended through the right wall of the inferior vena cava. Also, the upper portion of the filter still within the inferior vena cava was approximately 1.5 cm inferior to the level of the renal veins. Therefore, it was concluded that a malpositioned inferior vena cava filter with the apex of the filter appeared to have perforated the wall of the inferior vena cava anteriorly and medially and a couple of the legs of the filter appeared to have perforated through the wall of the inferior vena cava laterally. Also, the filter was approximately 1.5 cm below the level of the renal veins. Around, two weeks later, during consultation, the patient¿s previous computed tomographic images were reviewed which showed a distorted tip embedded denali inferior vena cava filter with one leg was in the right renal vein. There was no significant penetration and there was no clot in the filter. After, two days, through the right internal jugular vein access, the bard denali inferior vena cava filter was removed. The right internal jugular vein was accessed, and the multiple spot images were performed using rotational cavography which demonstrated a tip embedded denali inferior vena cava filter with otherwise normal inferior vena cava and no clot in the filter. Also, the filter was intact. At this point, the filter was then dissected free of the wall of the inferior vena cava by endobronchial forceps in the jaws of life technique. The filter was removed successfully. Post removal cavogram was performed which showed normal except for mild spasm. The filter was inspected and found to be removed in its entirely. Therefore, it was concluded with successful complex filter removal using jaws of life technique. A surgical pathology report was provided which described the specimen displayed no additional designations and consisted of a 5.1x4.2cm silver hard metallic medical device, grossly consistent with an inferior vena cava filter. The proximal aspect of the specimen contained a hooklike feature which extended distally in to twelve papillary extensions. Six of these extensions measured 5.0x0.1cm with the ends of these extensions taper in to two branches and the remaining six papillary extensions measured 3.5x0.1cm. Also, the filter appeared grossly complete and there was no attached soft tissue grossly present. Therefore, the investigation is confirmed for filter tilt, filter migration, perforation of the inferior vena cava (ivc), and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt and perforation of the inferior vena cava. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of a left lower extremity dvt, gi bleeding and was unable to be anticoagulated had an inferior vena cava (ivc) filter placed with the apex at the level of the renal vein inflow without incident. Approximately two months post filter deployment, the patient presented for percutaneous removal of the filter. A venogram performed showed a patent ivc without evidence of thrombus. The filter was significantly tilted with struts in the lower right renal vein and the hook was outside the lumen of the ivc. Multiple attempts were made to snare the filter and displace it with wires and balloons however these were unsuccessful. Attempts to trap the hook and move it using alligator forceps were also unsuccessful. The decision was made to leave the filter in place. Hemostasis was obtained and there were no immediate complications. Approximately one week post unsuccessful filter retrieval attempt, the patient presented for a second percutaneous filter removal procedure. An inferior venacavagram demonstrated no significant thrombus in the cava or filter. Multiple attempts to remove the filter using the jaws of life technique and a snare were unsuccessful. A completion venogram demonstrated ivc irregularity, however, no extravasation. Hemostasis achieved and there were no immediate complications. Approximately four months post filter deployment, the patient presented for a third percutaneous filter removal procedure. Multiple spot images and rotational cavography demonstrated an intact tip embedded filter with no clot and a normal ivc. The filter was dissected free of the wall of the ivc using endobronchial forceps in the jaws of life technique and removed successfully. Post removal cavogram was normal except for mild spasm. The filter was inspected and found to be removed in its entirety. Hemostasis was achieved and there were no complications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient with history of dvt and gi bleeding and unable to be anticoagulated had a vena cava filter deployed without incident. Approximately two months post filter deployment, the tilted filter with the hook extending outside the ivc lumen was unable to be retrieved. Approximately one week later, a second attempt to retrieve the filter was unsuccessful. Approximately four months post filter deployment, the filter was successfully retrieved in its entirety without incident. There was no known impact or consequence to the patient.